Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Information was provide that at the time of implantation and the intern did not keep the injector against the eye. It is important to keep the wound guard securely against the eye and fully advance the plunger for proper lens delivery. Additional information was requested. (B)(4).

Event description:
A medical intern reported that during an intraocular lens (iol) implant procedure, the intern moved the injector slightly back during implantation which resulted in a lens placement failure. The lens was then put into a separate cartridge and implanted. Additional clarity was provided by a company representative who explained that the intern did not keep the injector up against the eye during the injection process. Additional information was requested.